Event description:
In 2008, the lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. The pt indicated that the power issue first occurred in november. She claimed she replaced the battery per the owner's manual and there was no misuse. After the issue began (unspecified time), she reportedly developed a headache, dizziness and blurred vision; however, she denied taking any actions in regards to her diabetes treatment and/or receiving medical attention as a result of the power issue. The pt also did not test on any other devices. The medical affairs specialist attempted to contact the pt for additional info but she cannot be reached. It would be helpful to know how often the pt tests her blood glucose and if she continued or changed her diabetes medication regimen as a result of the power issue. It would also be helpful to know when she developed the reported symptoms and if they went away. The customer care advocate walked the pt through troubleshooting on the phone; however, the power issue was not resolved. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the reported power issue was not resolved with troubleshooting and the pt alleged she developed symptoms that can be associated with severe hyperglycemia or severe hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.